Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument broke inside the patient's abdomen while the surgeon was using it. The broken piece was retrieved under direct visualization. An x-ray was taken to ensure no other pieces fell inside the patient. The x-ray was read negative for any retained surgical foreign items by radiologist. The broken piece is included in the return box along with the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown how the instrument came to be broken. The reporter is unsure of any instrument collisions. The fragment was removed during that procedure. X-ray was performed that no other pieces remained in the patient. There was no injury to the patient and the patient has not returned with post-operative complications. The site matched the broken piece to the instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting a fragment fell into the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.564" x 0.195" was found to be broken off. The broken piece was not returned. The common cause of the failure mode broken instrument grips -tips are typically attributed to misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the fenestrated bipolar forceps instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.